Event description:
On (B)(6) 2025, a patient underwent the dialysis catheter placement procedure. It was reported that during a dialysis catheter placement procedure using a hemosplit catheter, extension tubing was broken. Extension tube has creases and holes. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, two photos were provided for review. The photos show a clinician was holding the proximal end of the catheter. As the provided photo was blurry, no fracture, deformation, creases or holes were noted. Therefore, the investigation is inconclusive for the reported fracture, deformation due to compressive stress and device damaged prior to use as no evidence was found in the provided photo. A definitive root cause for the fracture, deformation due to compressive stress and device damaged prior to use could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (patient, device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, during unpacking of dialysis catheter procedure using a hemosplit catheter, the extension tubing was broken. Furthermore, the extension tube has creases and holes. There was no patient contact.